Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2019 / serial#: (B)(4). UDI #: (B)(4). Device evaluated: no. Mfg date: 11-sep-2018 labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had bent pins in both of the power ports and the data port due to an unknown cause. It was also reported that the ventricular assist device (vad) stopped due to no power being provided. The vad remains in use and the controllerwas exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(6)) was returned for evaluation. The pump ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed a bent pin within the power port one (1). The bent pin did not allow a power source to be connected to the controller. Log file analysis revealed a controller power-up with an associated motor start event logged on (B)(6) 2022 at 23:19:58, indicating a loss of power to the controller. Internal logs revealed that the data point recorded prior to the loss of power revealed that (B)(6)was connected to power port one (1) with 52% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 23% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and a controller power adapter was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 14 seconds. A vad disconnect alarm was logged on (B)(6) 2022 at 23:31:09 indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. As a result, the reported bent pins within the power port and loss of power events were confirmed. The reported bent pins withing the data port event could not be confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Based on an investigation conducted under CAPA (B)(4), the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misali gned connections, causing the pins to bend. Additional products: d4: serial #: (B)(6) d9: yes, return date: 06-sep-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c0706 h6: FDA conclusion code(s): d01, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: controller d4: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that review of log file data revealed a motor start event with parameters outside of the typical range, vad disconnect alarms and an unexpected loss of power.